Event description:
Pt had breast augmentation 1977. She had a rupture of implant. Biopsy showed silicone. March of 1983 explantation and substitution with gel implants. Two years later another mass had developed. Explantation, biopsy along with insertion of new implants planned. On 1/17/94 saline implants implanted.